Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited double beep with no cassette. No patient involvement reported.